Event description:
A patient experienced a ground level fall and intertrochanteric fracture and was implanted with a nail and blade on (B)(6) 2012. Post operatively, the physician determined the helical blade was penetrating beyond the femoral head. The helical blade was removed and replaced with a shorter helical blade on (B)(6) 2012.

Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.